Manufacturer narrative:
Complaint conclusion: as reported, during use of a 6f exoseal vascular closure device (vcd) there was resistance felt during insertion into an unknown sheath. When the physician removed the device, the device came out of the distal unknown sheath about 3 to 4 cm. The exoseal delivery shaft was protruding from the unknown sheath. A hematoma occurred during the exoseal use to the puncture site. The patient had complaints of pain at the puncture site during manual pressure. The physician checked angiography from the radial and echo after hemostasis. They showed perforation at the iliac artery. Perforation of the blood vessel by delivery shaft. The patient was transported by ambulance to nearby hospital for vascular suturing that same day. Hemostasis was performed with the exoseal and another unknown 6f sheath. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The unknown sheath was flushed prior to exoseal vcd insertion. There was pulsatile flow observed from the bleed-back indicator. The physician was not sure if the deployment button was pressed or not. The unknown sheath was kinked/bent upon removal. There were no visible bend/damage in distal end of the vcd after removal. Consciousness got lowered with drugs. There were two sheath exchanges. There were no multiple stick attempts made before access was achieved. The procedure was a percutaneous transluminal angioplasty (pta) with an ipsilateral antegrade approach was made with a 6f non-cordis sheath. The lesion was the superficial femoral artery. The patient was a little overweight and there was resistance felt during insertion therefore, a 6f 23 cm non-cordis sheath was inserted. The procedure continued without any problems. A non-cordis stent was implanted at the distal region and an unknown drug-coated balloon catheter was used for the proximal region and the procedure completed. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis. However, one picture related to the reported failure was provided. The picture shows a 6f exoseal vcd unit inserted into a non-cordis catheter sheath introducer (csi). The exoseal unit is fully deployed with the cowling guard and deployment lever fully depressed and plug deployed. The non-cordis csi shows damages along the cannula and is perforated by the vcd. The non-cordis vessel dilator can also be observed as part of the image; some damages can be noted. Blood residues was also observed. No other anomalies of the product can be noticed at the picture received. A product history record (phr) review of lot 18176428 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿vascular closure device (vcd)-impeded-perforated sheath¿ was confirmed through analysis of the picture received. However, the reported ¿arterial perforation¿ could not be confirmed as there were no procedural images of the patient or the injury. The exact cause of the issue experienced by the customer could not be conclusively determined during picture analysis. Vessel damage, such as an arterial perforation, is a known potential adverse event associated with percutaneous procedures and is listed in the instructions for use (IFU) as such. Based on the information available for review, access site factors (patient was a little overweight and there was resistance felt during insertion), concomitant device factors (such as a kinked/bent condition of the csi), and handling factors (such as applying excessive force) likely resulted in the perforated sheath event and subsequent arterial perforation as evidenced by the damages noted to the csi and vessel dilator during picture analysis. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the phr review nor the picture analysis suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during use of a 6f exoseal vascular closure device (vcd) there was resistance felt during insertion into an unknown sheath. When the physician removed the device, the device came out of the distal unknown sheath about 3 to 4 cm. The exoseal delivery shaft was protruding from the unknown sheath. A hematoma occurred during the exoseal use to the puncture site. The patient had complaints of pain at the puncture site during manual pressure. The physician checked angiography from the radial and echo after hemostasis. They showed perforation at the iliac artery. Perforation of the blood vessel by delivery shaft. The patient was transported by ambulance to nearby hospital for vascular suturing that same day. Hemostasis was performed with the exoseal and another unknown 6f sheath. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The unknown sheath was flushed prior to exoseal vcd insertion. There was pulsatile flow observed from the bleed-back indicator. The physician was not sure if the deployment button was pressed or not. The unknown sheath was kinked/bent upon removal. There were no visible bend/damage in distal end of the vcd after removal. Consciousness got lowered with drugs. There were two sheath exchanges. There were no multiple stick attempts made before access was achieved. The procedure was a percutaneous transluminal angioplasty (pta) with an ipsilateral antegrade approach was made with a 6f non-cordis sheath. The lesion was the superficial femoral artery. The patient was a little overweight and there was resistance felt during insertion therefore, a 6f 23 cm non-cordis sheath was inserted. The procedure continued without any problems. A non-cordis stent was implanted at the distal region and an unknown drug-coated balloon catheter was used for the proximal region and the procedure completed. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.